Event description:
It was reported that the patient has a rejuvenate modular hip implanted and has been experiencing pain, swelling, elevated metal levels in his blood and a hot bone scan. Also the doctor has recommended that the patient have a revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR # 2249697-2012-01267.